Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had an issue with a sharps container. The customer reports that when the physician was putting a used needle into the sharps container which was not in a stand, he was stuck with a contaminated needle.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.